Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the septum. In addition, it was reported the customer experienced resistance when filling the cartridge with insulin. Customer's blood glucose level was 89 mg/dl. Reportedly, the customer changed the syringe needle and successfully loaded a new cartridge onto the pump.